Event description:
It was reported that at switch-on the patient could not perceive any sound through the programmed audio processor, even at maximum amplification levels. An implant check revealed no measureable output from the device. A CT scan showed proper positioning of the fmt at the round window for the patient. Revision surgery will be scheduled soon.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.